Event description:
The patient stated that in 2007, she experienced an extremely low blood glucose reading of 20 mg/dl after showering. She stated that she did not feel well and ate 2 cupcakes to elevate her readings. Her normal blood glucose is around 160 mg/dl. The patient stated that she consulted with her physician regarding the low reading, and the physician stated that he feels the infusion device is not delivering insulin properly. Further attempts to reach the patient for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient refused to return the infusion device for evaluation. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.